Event description:
It has been reported to philips that, system would not start. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment remained at 00:00 and did not start. Review of the system log file showed that bmc failed error message, device could not start normally due to a failure of the bmc (control chip) in host pc (main pc). As part of the troubleshooting process, fse replaced host pc (main pc) and reinstalled the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.